Event description:
The patient's family member reported that patient used the suspect device to check their blood glucose. Patient obtained a result of 330 mg/dl. Patient seemed out of it and paramedics were called. Emergency medical technician's arrived and checked patient's blood glucose at 40 mg/dl on their equipment. They gave patient a bolus shot of an unknown substance and said patient should start to feel better in two hours and they left. Two hours later the medics were called again and patient's blood glucose was 30 mg/dl. Patient was then transported to the hospital and given d50, orange juice and sherbert. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.